Event description:
Dr reports after implantation the lens became coated with cells and a white membrane. Precipitate was observed in the vitreous. The lens will be explanted and a vitrectomy performed. The dr performed 5 surgeries on 28 aug 96 and 2 had this outcome.